Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error after it was worn during swimming. It appeared that water had entered through the top corner of the insulin pump. The blood glucose reading was 12.3 mmol/l. It was advised to revert to a back up plan until the replacement insulin pump arrived. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms were noted during testing. The insulin pump was received with peeling and fading serial number label. The insulin pump was received with minor scratched lcd window and case.